Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were noted at 41.6-41.7cm and 39.7 from the lead tip. External and internal insulation abrasions were noted at 9.6-10.1cm, 11.6-12.8cm, and 14.5-15.6cm from the lead tip. The etfe coating was intact at these locations. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that externalized conductors were observed via x-ray. During the extraction procedure, the lead perforated the patient and the patient had to be placed on a heart-lung machine. The patient condition is now okay.